Manufacturer narrative:
Conclusion: according to the information received the user had poor benefit with the device. The device investigation showed that a demagnetization has taken place on implant and transducer magnets. An unreported 3.0 tesla MRI examination has very likely affected the implant- and transducer-magnets explaining the decrease in performance. A 3t MRI is contraindicated for this device type. It could not be confirmed if the recipient underwent such an examination prior to device removal. Other mechanical damages found are likely related to the explantation surgery. This is a combined initial and final report.

Event description:
The user was explanted, due to not getting good audiological results. In the beginning she used the sound processor very well. About one year ago, she had a sudden deafness in the right ear, that affected her general condition. She was within the indication criteria, the floating mass transducer was properly placed and the device was working.